Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cm x 12mm cylinders, pump and reservoir were implanted. Additional information was received that the left proximal cylinder has a small tear which caused a leak in system. The patient stated that his device was not working properly. The physician implanted a new device. The old reservoir was drained and left in right inguinal space.